Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call issues with the insulin pump. Customer advised they stopped wearing the insulin pump because it does not download the information properly and it does not work. Customer advised the device will beep and will not rewind properly. Customer advised they replaced the battery in the device and it just counts down and then stops. Customer advised their blood glucose has been out of control since they stopped using the device. Customer did not have the insulin present to troubleshoot and they have not worn the device in 3 months. Customer was advised to call back in order to troubleshoot.